Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6; h10. The reported event is not confirmed for impingement without medical records and x-rays, but the wear on the implants could indicate impingement. No product markings are visible/legible due to damage and not all pieces returned. The glenoid is fractured with 2 pieces returned for evaluation. There are multiple cracks to the glenoid. The articulating surface has signs of wear, discolorations, scratches, and gouges. All 3 pegs have gouges and scratches. The top radius surface has indentations, gouges, and deformations all over. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient's head and glenoid were revised due to an impingement causing poly wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 00430005218 modular humeral head 18 mm head height 52 mm spherical head diameter cat: 64107175. Unknown poly. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.